Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to be positioned too low. Unusual tension was felt in the system after the first deployment attempt. During the third release, there was tension felt on the handle of the delivery catheter system (dcs) and the capsule could not be fully opened. The system was removed from the patient and upon visual inspection it was noted that the capsule had ruptured. A new valve and dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured twice due to positioning difficulties. Recapturing is a feature of the enveor device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique, and the cause could not be determined with the available evidence. Positioning difficulties do not typically indicate a device manufacturing issue. It was then reported that there was tension felt on the handle of the delivery catheter system (dcs) and the capsule could not be fully opened. The system was removed from the patient and upon visual inspection it was noted that the capsule had separated. Cine images were received for review. The cine films can confirm that the valve was recaptured due to a low implant, the number of times is unknown. The cine films cannot confirm that unusual tension was felt in the system and the capsule could not be fully opened. The cine films cannot confirm that once ¿the system was removed from the patient and upon visual inspection it was noted that the capsule had ruptured.¿ the cine films can confirm a new valve was inserted and implanted successfully into the patient. Both valve checks appear to be good loads. The device was returned for analysis. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Thus, confirming the reported complaint. Delamination is observed over the nitinol reinforcing frame near the separation site. Delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. As the fluoro load check images received show a good load, we can conclude that the source of these voids is due to tracking/positioning in the patient anatomy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved with resistance to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame near the separation site. Part of the nitinol wiring was exposed at the separation site. The separation site was jagged and uneven. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.